Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a history of ventricular tachycardia (vt) and started having increased vt burden. It suspected that some of it was induced by the left ventricular assist system (lvas), as his left ventricular end diastolic diameter (lvedd) was only 2.7 cm, but it was polymorphic, so it¿s unlikely to be 100% related to pump. Patient had been having low flow alarms for several months. These alarms were likely related to both the vt and the small sized ventricle. His aortic valve was oversewn. The patient was getting numerous ICD shocks for the vt and deteriorated to a point where the right side of his heart failed. Family made him comfort care and patient past away moments after the pump was stopped. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.